Event description:
It was reported that during the procedure, after pre-dilating the lesion using several unspecified compliant balloons, a 2.75x18 rx xience xpedition stent delivery system (sds) was advanced toward a heavily calcified lesion in the mildly tortuous proximal left circumflex coronary artery, however, during an attempt to cross the lesion, resistance was felt and force was applied resulting in a kinked and separated hypotube shaft; the sds ultimately failed to cross the lesion due to patient anatomy. The complete rx xience xpedition sds was withdrawn from the patient anatomy without resistance and the procedure was completed without issue using a non-abbott sds. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft kink and separation were confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction: removed verbiage of resistance during withdrawal, as there was no resistance during withdrawal in this event. The device was returned for evaluation. The shaft kink and separation were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.